Event description:
Gloves in clinic - many are glued together, and some have holes in them. Unfortunately, they were not in the original box, so we don't know exactly what box they came out of/size/etc.